Manufacturer narrative:
It was reported that a revision surgery of thr was performed. The cocr 12/14 femoral head 28 +0 and the tandem intl bipolar 50od 28id poly were exchange due to infection. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Due to the limited information provided, no root cause for the reported event can be determined at this time. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that, after a hip hemiarthroplasty had been performed, the patient experienced an infection. A revision surgery was performed to exchange the cocr 12/14 femoral head 28 +0. The patient outcome is unknown.